Manufacturer narrative:
This record is being filed to correct the original submission of manufacturer's report 0001811755-2017-00608. The first report indicated the record was a follow up, not the initial report.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified at broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Event description:
Na 2/26